Manufacturer narrative:
This report contains supplemental information for mentor asr submission reference number (B)(4). Device evaluation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device, and white and brown material on the shell surface. Pe observed a rent in length at the shell to patch junction. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. Complaint was confirmed. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. At this point is not possible to determine the origin of the brown and white material found in the device. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr submission reference number (B)(4). It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate profile saline breast implant that deflated postoperatively. As a result, the patient had the device removed and replaced with a 425cc mentor smooth round moderate profile saline breast implant (catalog # 3501670, s/n (B)(4)) on (B)(6) 2017. On 10/9/2019, mentor became aware that asr submission reference number (B)(4) and medwatch report number 1645337-2018-01431 were duplicated. Any additional event information, if received, will be submitted under this report number.

Manufacturer narrative:
The date of event provided in the initial report was found to be incorrect on (B)(6) 2019. The relevant field has been updated. Manufacturer's reference number: (B)(4).